Manufacturer narrative:
(B)(4): method/results: device history review not performed. No product has been returned, and the actual lot number of the product is unknown. Conclusion: cause of event cannot be determined. Analysis: medtronic was informed that the product was not available for return. In addition, the lot number of the product is unknown. Conclusion: based on the available information, the cause for this event could not be determined. Prior to distribution, all cannula are observed for integrity. It is unknown when the split in the cannula occurred; however, it was suspected that it occurred post-distribution. Should additional information be received, a supplemental report will be filed.

Event description:
Medtronic received information that during a procedure, a split was observed on the proximal end in the body of this cannula and the wire was cracked. As a result, the patient received air emboli, and expired 6 hours after the procedure in post-operative care. The official cause of death was unknown as no autopsy was performed. The product was not available for return as it was being held in risk management at the hospital, and the lot number is unknown.